Manufacturer narrative:
Concomitant products: enlw1610c95ee, sn (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that a stent graft occlusion was identified on a follow up CT. There was a small amount of thrombus in the neck of the stent graft noted. The stent graft itself was otherwise patent and so was the crossover. There was also a report of right renal chimney stent appearing to be partially occluded with a small right kidney although there is some residual cortical enhancement. There was bilateral superior femoral artery occlusion identified. The left kidney is normal and the left chimney stent appears patent. The aneurysm measured 79 mm in diameter with no evidence of an endoleak and no evidence of endotension. The cause of the event was not reported. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.